Event description:
Coiling treatment was conducted of an aneurysm. It was reported that upon advancing the coil to the intended site, it prematurely detached within the catheter. The catheter and coil were removed together successfully. One of two coils reported, reference 2032493-2015-00105 for 2 of 2 coils. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The implant coil was returned for evaluation detached from the delivery pusher. As reported, the delivery pusher was not available to be returned. The implant coil is intact however stretched at the proximal end. The root cause could not be confirmed as a portion of the device was not available for evaluation.

Manufacturer narrative:
The device involved in this event has not yet been returned for eval. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).